Event description:
It was reported to philips that the device had a proximal pressure sensor failure. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty data acquisition printed circuit board assembly (da pcba) and solenoid valves. The fse replaced the da pcba and solenoid valves 3 and 4 to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.

Manufacturer narrative:
Failure investigation (fi) received the alleged failed daq (data acquisition board) and solenoids from the customer. Visual inspection observed no anomalies. The parts were installed in a fi test ventilator and functional tests were ran. No failures were found during testing. The reported failure could not be replicated.